Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial #: (B)(6)); sigtrsb45axt sigtrsb45axt 45 mm xtr thk reinforced rel - (lot #: unknown); sigsbchgr sig power sigsbchgr one-bay charger -(serial #: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic minimally invasive stapled abdominal repair (misar) abdominal diastasis procedure, after firing, it was difficult to straighten the device, and the jaws of the reload did not open despite all the attempts to reset the device. A screwdriver was used, but it did not resolve the issue. The surgery was converted to an open surgery, and suturing was done to resolve the issue. The device was removed by making a cut with scissors. Post-operatively, the patient had acute abdominal pain and took medication and pain relief therapy. The charger was working intermittently.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted damage to the adapter¿s firing rod, suggesting disconnection from the reload laminates. Functional testing found that the jaws of the reload were clamped, and the I beam was advanced to the 1 cm cut line with tissue visible between the jaws. The strain gauge was responsive and within acceptable range, with 17 of 50 procedures remaining. The adapter was successfully connected to an rpa clamshell and handle, which displayed a yellow adapter swim lane. It was reported that instrument locked on tissue. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that device was difficult to straighten. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: clamp test error. Functional testing found that the data saved to the adapter was read and a clamp test error was indicated. An rpa reload was attached, loaded, unloaded, rotated, and articulated without issue. No new errors appeared when reconnected to the gen2 acc software. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.